Event description:
The customer reported via phone call that she changed the battery on the insulin pump and received a week battery the same day. The customer stated she has been receiving low battery and weak battery alerts and the display has gone blank. Blood glucose value at the time of the event was 486 mg/dl. Current blood glucose is 68 mg/dl because she had not eaten. Customer stated that the battery indicator does not show less than 2 bars. She was not using the recommended battery type. The customer was advised to clean the battery cap and insert a new battery. A battery cap replacement will be sent and customer was advised to revert to a backup plan if needed and call back if issue persists. Last blood glucose reading was 191 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.